Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 05/20/2024 at 16:18:00.000 and 05/24/2024 at 23:10:00.000. Replace battery alert on 05/21/2024 at 01:49:00.000 and 05/25/2024 at 08:41:00.000. Replace battery now alarm on 05/25/2024 at 09:12:00.000. Multiple failed batt/battery failed alarm on 05/25/2024 from 08:45:01.000 until 09:32:27.000. Pump received with a constant battery failed alarm. Unable to perform the self test, sleep current measurement and active current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Swapping out test boards confirms constant battery failed alarm is isolated to pcba 2. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label missing and scratched case identified during the visual inspection. Unexpected replace battery alarm and low battery alarm confirmed in the pump history and constant battery failed alarm during testing, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and this was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.